Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection identified insulation damage on the rate/sense portion of the lead, located 16.2 millimeters from the is-1 terminal pin. Arcing damage is evident on the rate/sense conductor coils in the area of the damaged insulation, indicating that the lead conductor had contacted the electrically active case of the ICD.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a device change out procedure. During the procedure, the physician observed an abrasion on the lead insulation in the pocket and had to cut the lead. The lead was returned for analysis.